Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed and there were 5 sessions. From one of the sessions, the analyst observed that the coredump and system logs had captured a segmentation fault. They analyzed the coredump and observed a segmentation fault. There were no other errors captured in the logs. This issue was consistent with a known software issue. Codes c10, d02 and previously reported code b01 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, ubd: , UDI#: wo: h3, h6: a medtronic representative went to the site to test the equipment. There were no issues found. The system functioned as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an unexpected error. While the imaging system was obtaining an image acquisition, the screen went black, and an "internal error" message appeared on the screen. The site immediately switched to another navigation system and continued the case. This issue caused no surgical delay. There was no impact on the patient outcome.